Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional as part of a clinical study involving a patient implanted with a neurostimulator. On (B)(6) 2017, the patient reported increased left leg and low back pain. The patient felt as though their legs were weak and fell because of the weakness. Examination and device interrogation/data on (B)(6) 2017 was normal for the patient. X-ray taken on (B)(6) 2017 was normal for this patient. The patient was reprogrammed on (B)(6) 2017. MRI done on (B)(6) 2017 showed severe foraminal stenosis at the fifth lumbar/first sacral vertebral segment (l5/s1). Therapy was suspended on (B)(6) 2017. Therapy was started again on (B)(6) 2017. The event resulted in an emergency room visit and an unscheduled clinic or office visit. The event resolved without sequelae on (B)(6) 2018. The etiology was related to the device or therapy, but not due to programming, and not related to the implant procedure; it was unknown why the patient was not getting relief. The clinical diagnosis was increased low back and left leg pain. It was noted that the most recent programming/device interrogation prior to the event was on (B)(6) 2017. No further complications are anticipated. Additional information was received from a consumer. It was reported that the patient¿s device was not working. The patient had the device implanted to help with their low back pain caused by arthritis and the patient was wondering if they would ever get relief. The patient had been to two surgeons to see if they could ever get relief and the healthcare providers (hcp) said it may eventually help with the pain. It was noted that the patient discussed it with a manufacturer representative and was told the stimulation would not help with arthritis pain. The patient went through ¿some good time¿ where the low back pain wasn¿t so bad, but then it kept getting worse. It was noted that it was hard to tell if the trial was successful as the patient was not being very active during the trial and it was only 2.5 days. It was reported that they had increased stimulation, reprogrammed the device, and taken diagnostic images to check the location of the device and had gotten no answers. It was noted that the patient had a laminectomy back in 1972. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp). It was reported that the outcome of the event was ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the outcome of the event was resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that a device interrogation on (B)(6) 2018 found the patient had only used the device 38% of the time and showed it was turned off for some periods of time. The patient was extensively re-educated on device use and the increased back and leg pain was noted to be related to the patient¿s cognitive difficulties using the device as the patient was unaware that they were turning the device off; they thought it was on 100% of the time.